Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information and device have been unsuccessful. Without return of the device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from the implant patient registry that a 21mm aortic biprosthetic valve was explanted after an implant duration of three years and seven months due to unknown reasons. The 21mm valve was replaced with a 25mm edwards valve.